Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer was insists on a functional check. Customer had been having higher values of 17.8 mmol/l. Customer checked programming and stated that the basal rate and bolus match with daily totals. Customer stated that they programmed bolus and insulin exists tubing. Customer stated that the bolus delivery was seen in bolus memory. Customer stated that the insulin pump did not dropped. Customer stated that they run self-test and displacement verification test on insulin pump, insulin pump passed self-test and failed the displacement verification test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The p-cap / reservoir locked properly during testing. Unit received with operating currents within spec. Unit passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat test at 0.08710 inches. No unexpected insulin flow block alarms were noted. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay.